Event description:
This complaint was received by (B)(4) on (B)(4) 2012 from (B)(6) for product endotracheal tube (paediatric) size 5.0mm. Customer complaining: "(B)(4) received sales web email which stated that " customer experienced difficulty suctioning with ballard closed suction catheter as they could not advance ballard beyond end distal end of microcuff tube. Customer said it felt like ballard was getting "stuck" on something inside and at the end of microcuff tube".

Manufacturer narrative:
This complaint was identified during our retrospective review on private label complaints from our facility in (B)(4). Based on the available information, this issue is deemed a serious malfunction because of the possibility that a bronchoscope or suction catheter could become 'stuck' in the endotracheal tube putting the patient at the risk of alveoli collapse and/or oxygen desaturation with patient having to undergo re-intubation. (B)(4). Note: the actual date of event is unknown, so the date used was the date we became aware.